Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using pod packing coils (podj coils). During the procedure, the physician deployed and detached three podj coils into the aneurysm using another manufacturer's glidecatheter and glidewire. The physician then deployed a final podj coil into the aneurysm; however, he did not like the way the coil was sitting in the aneurysm as it seemed to have a small amount outside the ostium of the target vessel. Upon advancing the other manufacturer's glidecatheter and glidewire back up, the physician accidentally pulled part of the podj coil back further and did not want to leave it there. Subsequently, the physician used a snare device to remove the podj coil from the patient. The procedure was then completed at this point and no additional coils were used. There was no report of an adverse effect to the patient.